Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an oxygen not available error message. The device was in clinical use when the issue occurred. No patient or user harm reported. Philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a oxygen not available error message. Onsite service was requested. During the evaluation of the device the field service engineer (fse) reported that the o2 solenoid was faulty. The fse replaced the o2 solenoid and calibrated the device. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. No patient or user harm reported.